Event description:
The patient had silicone gel breast implants placed 12 years ago and had them replaced with another set of silicone breast breast implants in 1985. At present time over the last 2-3 year she has developed lupus-like symptoms with high anas, finger swelling, fatigue and fevere of unknow origin. A bilateral capsulectomy with removal of the implants was performed. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.